Event description:
The reporter stated that the surgeon implanted a 12.5 mm icm125v4 implantable collamer lens in 2006 and within a few hours post-surgery the patient was experiencing headache, brow ache, vomiting with blurred vision and signs of acute inflammation. Due to excessive vault the patient experienced elevated iop (pupillary block), narrowing of the angle, angle closure and shallowing of the anterior chamber depth. The lens was explanted. The reporter stated that after further examination, the patient had a much smaller sulcus to sulcus than white to white.